Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Medical staff reported rupture of the device, diagnosed by ultrasound. Device was explanted. Left side.

Manufacturer narrative:
Reason for reoperation: rupture. Device evaluation: analysis of the returned device identified the device to be underweight, brown particles in the gel and the shell. A visual and microscopic analysis was performed which identified a broken crease(sharp), stress marks, wear abrasion, crease fold and observed 40 mm dark patch edge material inside gel device. Based on the device analysis the final assessment is an opening crease(sharp) on posterior due to fold (flaw) opening.

Event description:
Medical staff reported rupture of the device, diagnosed by ultrasound. Device was explanted. Left side.